Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damaged. The customer¿s blood glucose level was 250 mg/dl. The customer was treated with pump. The customer reported that the ring was coming off and rim was broken. The customer reported issue or damage to reservoir compartment or lip the reservoir was loose and was unable to lock in place when inserted into pump. The customer was advised that the pump will need to be replaced and to discontinue use of the pump and revert to a back-up plan per health care professional instruction. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.